Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation and one electronic photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The distal end of the luer extension legs appeared to have milky-white discoloration and looked bulged. Opacification was noted on the distal portions of the extension legs, proximal to the bifurcate. Therefore, the investigation is confirmed for the reported catheter opacification, stretched and material protrusion issues. The definitive root cause for the reported event could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post a dialysis catheter placement in the internal jugular vein, the catheter was allegedly getting white and swollen from distal end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months post a dialysis catheter placement in the internal jugular vein, the catheter was allegedly getting white and swollen from distal end. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 23cm glidepath d/l catheter was returned for evaluation and one electronic photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The distal end of the luer extension legs appeared to have milky white discoloration and looked bulged. Opacification was noted on the extension legs, near to the bifurcate. The photo shows both the extension legs were noted to be milky white in colour at the junction of the bifurcation and also the extension legs were noted to be bulged. Therefore, the investigation is confirmed for the reported catheter opacification and material protrusion issues. However, the investigation is unconfirmed for the reported material discoloration issue. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a dialysis catheter placement in the internal jugular vein using glidepath hemodialysis catheter. It was reported that approximately two months post a dialysis catheter placement in the internal jugular vein, the catheter was allegedly getting white and swollen from distal end. The procedure was completed using another device. There was no reported patient injury.